Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during a cataract extraction with an intraocular lens (iol) implant surgery, an injector tore a haptic off an iol. Part of lens was in the patient¿s eye, the other part was outside the eye. Additional information has been requested.